Manufacturer narrative:
The insulin pump received button error alarms due to corroded keypad traces. The device had debris under the window, scratched lcd window, cracked case display window corner, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked case, and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.